Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient has been battling illness for the past 15 months and surgery because of the issues. Pump system was removed on (B)(6) 2017 and he went into comatose and sepsis for 4 and half days. No further complication was reported.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter; product ID: 8782, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the pump upended the patient's life, briefly killed the patient, and left them with permanent damage. The problems did not present themselves until it was too late to do anything about them, (B)(6) 2017 is when the patient's world was turned upside down. The patient awoke that morning freezing with flu like symptoms and within two hours the patient was comatose and had septicemia along with a very rare form of meningitis called serratia marcescens meningitis which is a bacterial form of the disease. According to medical records and firsthand accounts the patient went to their local clinic first and then was transferred by ambulance to the local emergency room where it was then highly suspected the patient had meningitis though it had yet to be confirmed. The hospital was not equipped to perform a lumbar puncture to confirm due to the drug infusion pump and lack of knowledge of the device, and because the pump was already suspected as the source and connected directly to the patient's spinal fluid fear of rapidly spreading the infection was a risk they were not going to chance with no way to even turn the machine off. The patient was then transferred by ambulance again to (B)(6) which is where the pump was implanted (B)(6) and the patient was admitted that night. The following day the patient was scheduled for emergency surgery because it had finally been determined that the patient did have meningitis and the source was the drug infusion pump supplied by the manufacture. After the surgery the pump and tube were both tested for meningitis and had extremely high counts especially the tube. The patient was still in a comatose state with erratic vital signs which continued throughout the rest of (B)(6) and all of the patients stay at (B)(6) (B)(6). It¿s noted several times bradycardia symptoms which is why the patient was transferred to the ICU at (B)(6) on (B)(6) 2017 and just in time because about 30 minutes after arrival the patient died of cardiac arrest and was intubated and brought back all of this while still in a comatose state. The patient finally came out of the coma after 4 1/2 da ys with all the classic meningitis symptoms which remained strong for a couple more days and then came the long term issues. It was noted the patient had lost all mid-range tones and also had a constant hiss particularly in the right ear due to the rapid 30 pound weight loss over 6 days because of the meningitis, leaving the eustachian tube stuck open. The patient also had tinnitus in both ears with the mid-range gone the high¿s and low¿s seem to be amplified which further complicate things at times. The patient then got fibromyalgia because of meningitis, arthritis is bad enough fibromyalgia is a much tougher thing to get under control. The patient had memory loss (brain fog) and had driven down roads 100¿s of times and did not recognize where they were the patient fatigued very fast now compared to before the meningitis. The patient gets ptsd every time they run a fever, have nausea, get chills, and basically anything that reminds them of (B)(6) 2017. The patient became easily ¿rattled¿ so to speak when around several people speaking at once like a noisy restaurant, in fact, the patient can¿t even handle their own family playing a board game or going to a movie anymore it¿s simply too much for them. The patient tried attending a concert after the meningitis with cotton in their ears thinking it may help buffer things a bit but ultimately the patient left because it was too much for them.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for spinal pain. It was reported that the patient went to the emergency room because he was "way super out of it". He was then transferred to another hospital and was in the ICU for 7 days. It was noted that the pump was contaminated with meningitis and the entire system was removed. The patient was released on (B)(6) 2017. It was noted the patient did not know the type of medication or the dose and concentration, but it was thought it was morphine as he was allergic to baclofen. The event date was (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.